Event description:
The complainant ordered two boxes of prescription contact lenses online. When she noticed the contact lenses in her mail box she noticed one of the boxes had a slit on the side and the cardboard covering on the top had been ripped off. Inside the box the label had been pulled back. The liquid solution in one pack of lens had an unusual appearance.